Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: the customer's address is unknown: (B)(6). This product has been discontinued and is no longer manufactured by bd. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. In some instances mechanical failure is due to wear and tear. The defect is a severity s1. No further investigation is required due to low severity risk. No adverse health consequences; may result in annoyance to user or patient. Will continue to monitor trends and investigate special causes. Note this is now a discontinued product. Complaints are only being trended for purposes of pms review on the existing product in marketplace. No further investigational actives will occur for the complaint codes listed above. There will be a continued increase in complaint occurrences as the multi-use devices age and fail over time. Investigation conclusion: the reported issues cannot be confirmed as a defect based on results achieved from prior investigations. Root cause description: in some instances mechanical failure is due to wear and tear.

Event description:
It was reported that a unspecified bd¿ lancet device had a broken lancet holder and damaged threading. There was no report of exposure, serious injury or medical intervention.